Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated two technical error alarms during treatment. One indicating disabled valves and the other one an internal memory error. Patient involvement is unknown manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Our investigation for the complaint is finalized. Our field service engineer (fse) was on site and retrieved the logs. No parts changed and returned for our investigation. The logs show that the technical error codes were preceded by a breathing subsystem error, indicating an automatic reboot of the breathing subsystem after detection of an error in the stored parameter settings values in its persistent memory. This attempted reboot of the breathing subsystem to rectify the error was unsuccessful due to an inability to read the persistent memory's parameters. In conjunction with the unsuccessful reboot attempt, the breathing subsystem could not connect to its persistent memory which has parameter information stored. In such situation, the ventilator will by design start up in infant patient category with default settings. Our conclusion is that the most probable cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time of the event. As no parts were not returned for our investigation, it has not been possible to determine the true root cause of the reported event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).